Event description:
The customer stated that blood test results have been around 35 or 44 mg/dl. The customer would retested immediately with accucheck and get a reading around 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.